Event description:
Customer reports that a pt presented with indications of suture extrusion at an unspecified time following surgery. The pt was returned to surgery two times to address this event. No further info was provided.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.